Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged, the jaws were open, and staple pushers were visible at the cut line indicating the point where the handle compression had stopped. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the staples released prematurely from the device, and the device initially fires but failed to complete the firing cycle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device pre-fired. To resolve the issue, the surgeon used a new reload. Medtronic's initial evaluation of the incident is that the device was found to be partially fired. Evaluation of the device¿s condition revealed that it had been applied on tissue beyond the indicated range.